Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. It was noted on (B)(6) 2013 that the atrial intrinsic amplitude is below the safety margin. The physician was unknown. The facility was (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).